Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported required intervention and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had to seek medical attention due to hyperglycemia. The patient reported being unsure if the cannula was properly seated in the infusion site. In addition the patient reports the pods cannula was found to be bent. The patients reported blood glucose level was 100 mg/dl. The patient reports having irritation at the pod infusion site. The patient had gone to their clinic. And was treated with manual insulin injections. The patient was able to apply a new pod after a few hours.